Event description:
It was reported that during a sleeve gastrectomy procedure, on the 2nd firing, the left hand side of the staple line did not form staples. The staples were delivered into the tissue and were goal post shaped. Another device was used to complete the procedure. There was no patient consequence. Seamguard buttressing material was used for all firings. Green cartridges were used on the first firing and to complete the procedure with buttressing material. The patient bmi was unknown. There were no noises or issues noted with opening or closing. The stapler and cartridge were retained at the account.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: would you like a replacement for the ec60a and the ecr60g sent to the account? If yes, please provide the name and department of the contact. Do you have any additional pictures of the event? If yes, please email to (B)(4).